Event description:
The customer reported via phone call that she experienced high blood glucose levels since the day before. Customer's blood glucose level was 400 mg/dl. The customer had a dry mouth and was tired. She was unable to finish troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.